Event description:
It was reported the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer had high blood glucose levels (975 mg/dl) and was vomiting prior to being admitted. Reportedly, the cause for the reported issue was due to a bad placement site. Customer was treated with an insulin drip while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.